Event description:
It was reported that a cartridge alarm occurred during insulin delivery, including with consecutive cartridges on same pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment.